Event description:
It was reported that three different pump modules infusing heparin, fentanyl, and levophed infused too quickly. There was no information on patient involvement.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311).

Event description:
It was reported that three different pump modules infusing heparin, fentanyl, and levophed infused too quickly. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.